Event description:
It was reported that 3 weeks following a posterior repair procedure in 2007, the patient developed an infection and inflammation. The doctor examined the patient and observed a small piece of the distal arm of the mesh in the rectum. The doctor removed as much of the exposed arm as he could from the rectum during an additional surgical procedure and placed the patient on antibiotics. The inflammation has gone away and the patient has experienced no other problems. Since this was the doctor's first time performing this procedure, the doctor thought that he could have placed the mesh into the rectum during the procedure or it may have eroded into the rectum. The doctor stated that this was a procedural related problem and did not feel that this had anything to do with the product. No further complications have been reported.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The IFU which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. A review of complaint history does not show this reported problem for this product catalog number, however, this is a known procedural complication with other similar products and is addressed in the IFU. Report previously provided.